Event description:
Physician reports post surgical infection on patient after possibly using 60ml syringe from lot recalled, due to open package seals. Following a breast enlargement procedure, the patient subsequently developed an infection and the breast implant needed to be removed. Subsequent to removal, the patient was placed on antibiotic therapy. No further information on the event is available.

Manufacturer narrative:
Copy of customer and distributor recall letter enclosed.